Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 3.11 g/l (311 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The returned device was evaluated and an 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.